Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient had to charge the ipg more than recommended. The ipg was deemed inoperable and patient lost therapy. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received and the ipg met longevity prior to replacement.